Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-apr-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen,dose and con centration not reported via an implantable pump. The indications for use were stroke and intractable spasticity. On (B)(6) 2019 it was reported that the patient experienced symptoms consistent with infection. There were no known environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was a csf (cerebral spinal fluid) tap confirmed the infection. The actions and interventions taken to resolve the issue was the device and catheter were explanted. The issue was not resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported.